Event description:
Ous MDR - after an implantation period of about 55 months, oversensing without inappropriate therapy was reported . The physician decided to replace the lead and ICD. Neither were returned to biotronik. No adverse patient side effects have been reported.

Manufacturer narrative:
On (B)(6) 2015 - additional information was provided to us: the patient is a male born in (B)(6). He has an ischemic dcm and the ICD was implanted for primary prevention. This lead was returned for analysis after the initial report was sent. Upon receipt, the lead was found dissected. Two parts of the lead were received. Approx. 3 cm of the lead body was not returned for analysis. The morphology of the cuttings indicates, that the fragmentation of the lead most likely originated from the explantation procedure. The performance of the returned fragments were scrutinized. The visual inspection demonstrated a damaged insulation at a distance of some 31 and 37 cm proximal to the lead tip. In these sections, the lead body was found squeezed and deformed. These findings can be considered as the root cause for the observed oversensing issues mentioned in the complaint description. Based on the characteristics as well as the location of the damages, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular - first rib entrapment. The deformations of the shock coils occurred most likely during surgery. The analysis did not reveal any sign of a material or manufacturing problem.